Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was an air bubbles in the middle of the infusion set tubing and in the reservoir. The customer's blood glucose was 143 mg/dl. The customer did not store the insulin at room temperature. Assistance was provided. Nothing further was reported.